Event description:
I use the dexcom g6 and tandem x:2 insulin pump to manage my type 1 diabetes. For several months leading up to my emergency room visit on (B)(6) 2021. I had received g6 sensors that delivered highly inaccurate results (sometimes the g6 would be over 100 mg/dl off from my tester) putting me in dangerous situations with my control iq system on the x:2 insulin pump since it delivers less insulin for low bloodsugar levels and increases insulin delivery for high bloodsugar levels. I had come to the point of unplugging my pump when I was low to avoid any insulin delivery since the pump would often say I was 180mg/dl or higher and would continue to deliver elevated insulin levels when I didn't need it. This was after several calibrations with the g6, the dexcom wasn't able to ever self-correct and re-calibrate. I forgot to plug myself back in when I had dinner, which led to elevated bloodsugar levels of over 300 by the time I realized to plug myself back into my insulin pump. My husband drove me to the ER where my levels continued to increase until I was well over 450. I was severely dehydrated and also required an insulin drip to bring my numbers below 250 - this was after several hours in the emergency room. Since this incident, I do not trust the dexcom g6 and regularly test myself manually throughout the day using a one touch verio meter. I only use the dexcom to monitor trends. I constantly need to recalibrate the g6. This device if used by someone that isn't hypo- or hyperglycemic aware is life-threatening and could cause death. The marketing of the product as "technology that lets us manage diabetes without fingersticks." Fingersticks required for diabetes treatment decisions if symptoms or expectations do not match readings, is misleading. It's been a year since my incident, and the accuracy still isn't there with the g6. I rely on my one touch verio for accurate readings to help me avoid another trip to the emergency room due to inaccurate blood sugar readings from the g6 paired with the closed-looped system on the x:2 - it's a recipe for life-threatening situations and even death when paired with control iq on the x:2 because the x:2 pump utilizes those readings to decrease/increase insulin delivery. FDA safety report ID# (B)(4).